Event description:
The following report was received from the affiliate: approximately five months following index procedure the patient was hospitalized due to heart failure. Ten days later cag was conducted and thrombus was observed from the proximal end to the inside of the stents. To treat the thrombus, a 2.5x28mm and 3.0x28mm cypher des was deployed at 20atm inside of the initally implanted cypher stents in an overlapping fashion. Four days later the patient was deemed in stable condition and was discharged from the hospital. Physician's comment: the possible cause of the thrombotic event was because the patient stopped taking anti-platelet since 2006-july.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal lad. The vessel was a de novo, tortuous and cto lesion. Lesion classification was type c. The lesion length was 40mm and vessel diameter was 2.5~3.0mm. Pre-dilation was conducted with a 2.0x15mm balloon at 18atm for 30 seconds. A 2.5x18mm cypher des was deployed at 16atm for 40seconds. A second 3.0x18mm cypher des was implanted at 18atm for 40 seconds overlapping the 1st cypher at the proximal end. Post-dilation was conducted with a 2.5x12mm: quantum maverick balloon at 16atm for 30seconds at the distal end and with a 3.0x14mm: de slip balloon at 24atm for 30seconds at the proximal end. Ivus was conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stentosis was 0%. Act was not measured. Please note: device (cjs18300 lot# i0306056) is distributed outside the united states. However, it is similar to the united states product cxs18300. This is one of three products being reported for the same event. Please reference manufacturing reports#: 9616099-2006-01534 and 9616099-2006-01536. Any additional information will be submitted within 30 days of receipt.